Event description:
It was reported that the customer was hospitalized due to high blood glucose of 27mmol/l. It was stated that the customer experienced vomiting and ketones. It was stated that the infusion set and reservoir were changed the night before the call, in the morning as well in the afternoon on the next day. The customer attempted bolusing to lower the blood glucose. Troubleshooting was performed and found that the time was off by one hour. The fixed prime was completed and the insulin did exit. The self test also passed. The high pressure test was not performed as customer did not have a tubing clamp available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.